Event description:
It was reported that during testing the unit did not work. There was no harm or delay. Upon evaluation, it was noted that the unit had a leaking hose. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This incident was submitted under (B)(4). Review of the most recent repair record determined that the unit was out of calibration, the hose was leaking. The unit was recalibrated and the hose was replaced to resolve the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.